Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, an ascending aortic dissection was found following deployment of a 26mm sapien 3 valve. During the procedure, a safari wire was used with the 26mm commander delivery system. It was thought that the safari wire stiffness caused the delivery system to be biased to the outer portion of the aorta. Following alignment of the sapien 3 valve, after pulling the pusher back, the delivery system and valve ¿jumped¿ forward. This action may have caused the ascending aortic dissection. Open surgery was performed and a small graft was placed on the affected area. The patient was transferred in stable condition. Information regarding the access vessel minimum luminal diameter and degree of vessel calcification and tortuosity was not provided. The delivery system and esheath were discarded following the procedure and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. The commander delivery system and esheath were discarded following the procedure and were not available for returned to edwards for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. No case video or imagery was provided for review. Lot history review revealed no other complaints relating to ¿delivery system ¿ valve movement on balloon¿. Complaint history review from september 2017 through august 2018 for the commander delivery system (all models and sizes) revealed other complaints for ¿delivery system ¿ valve movement on balloon¿. A CAPA was previously initiated to document the investigation and corrective/preventative actions as appropriate. Based on the available information, it was speculated that the root cause of this reported event was related to previously documented events. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category of ¿valve movement on balloon¿. Review of the relevant work orders did not reveal any manufacturing issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the entire delivery system and the components undergo multiple 100% visual and dimensional inspections and testing. During final inspection, 100% functional testing is performed. In addition, multiple product verification (pv) testing procedures are performed on a sampling plan. The inspections and pv testing performed during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for ¿delivery system ¿ valve movement on balloon¿ was not able to be confirmed as the device was not available for evaluation. As the device was unavailable, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was not able to be confirmed. However, a review of DHR, lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Previous investigations of similar reported events indicate build-up of tension within the delivery system during the procedure is a possible cause of the valve movement on balloon. The release of the tension from the flex tip retraction could then have contributed to the observed valve movement. Although a definite cause for the valve movement could not be confirmed, procedural factors (valve alignment at a bend or angle such as in a non-straight section of the aorta, residual volume left in the balloon after de-airing, stiffness of the safari wire), in addition to patient factors (vessel tortuosity) may have contributed to tension build-up and the reported ¿jump¿ of the delivery system and valve after the pusher was pulled back; resulting in an ascending aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.